Event description:
Information was received indicating that a no disposable pump won't run alarm was noted with a smiths medical cadd cassette reservoir. No patient consequences were reported. No adverse effects were reported.